Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was notified their pump will shut down on (B)(6) 2018. The patient reported the longevity information was not in any of the manuals they received. The patient reported they were in a wheelchair and their mother was sick. It was reported that the doctors can't replace the pump on the (B)(6) because they were going on vacation. The patient stated "I hope you never have to go through this type of pain." No further complications were anticipated/reported. Additional information was received from a healthcare professional (hcp). It was reported that the patient's old pain pump stopped working due to being old. It was reported that a new pump was placed on (B)(6) 2018. It was reported that the issue was resolved. No further complications were anticipated/reported.